Event description:
It was reported that during implant of the atrial lead, pericardial effusion had occurred. The patient was stable and no intervention was necessary. The lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Pericardial effusion.